Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) depuy synthes has been made aware that the device lot number and expiration date are unknown. The device was discarded by the customer. Device discarded by customer.

Event description:
Fms vue pump patient harm: sales consultant called in to the complaint line surgery delay: 5 minutes how surgery was completed: switched out to gravity fill chamber filled and pump would not stop.